Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a hardware malfunction of the peristaltic pump tubing to the detergent pump. The beckman coulter field service engineer found the tube was flattened which could lead to compromised washing of the cuvettes. The fse replaced the tubing to resolve the issue. Patient samples were repeated, and the customer was satisfied with their recovery. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is case (B)(4). Case (B)(4) will address the adjustment to the insulin pump. Case (B)(4) will address the prescribed metformin medication. Case (B)(4) will address the remaining patient results to which no adverse events were reported.

Event description:
The customer reported the generation of non-reproducible elevated results hemoglobin a1c results unspecified number of patients on their au480 clinical chemistry analyzer. The customer reported that four (4) patients were misdiagnosed as a result of the elevated hemoglobin a1c results. There was a change in treatment for two (2) of those patients. One of the patients had their insulin pump adjusted and the other patient was prescribed metformin. There was no report of an injury or illness to the patient attributable to the output from the device in this event. The customer provided data for three (3) patient samples.